Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device.

Event description:
A zoll distributor contacted zoll to report that the patient developed a skin irritation with red bumps on her back around the therapy electrodes. The patient was prescribed triamcinolone cream. The patient later reported being treated which led to the irritation. However, review of the downloaded data does not indicate that a pulse was delivered or any arrhythmia detection occurred. Follow up indicated that the irritation was healing.